Event description:
It was reported that this pacemaker is depleting faster than expected. Boston scientific technical services (ts) requested a copy of the device's memory for analysis. As of today this information has not yet been provided. No adverse patient effects were reported. All available information indicates that the device remains in service.